Event description:
It was reported by svc report that the head end brake adjuster assembly was broken inside the brake ring which prevented the brakes from being engaged. No pt involvement or adverse consequences are reported.